Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was used without using an antibacterial/antimicrobial filter. The device was in patient use when the event occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was used without using an antibacterial/antimicrobial filter. The rse discussed with the customer that if the device potentially contaminated, the customer could take samples (if available) to their laboratory, to assess the risk of infection and determine whether or not there is a risk of transmission if the device is used on another patient. The rse also informed the customer that in the event the device is contaminated, parts on the device that were affected by the contamination would need to be replaced. The following list was provided to the customer - gas delivery system (gds), rubber boot kit, hose clamp kit, blower assembly, gas outlet port, proximal port (1/8-in.), gds tubing kit. Investigation ongoing / resolution pending.

Manufacturer narrative:
E: (B)(6). Institution phone: (B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer was provided with the procedure. If the customer requires any further assistance, a follow up case will be opened. No further details were provided. No further actions were performed by philips, and the record was closed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.